Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine spasm ("cervix spasms") and fallopian tube spasm ("tubes spasms"). The patient was treated with surgery (scheduled essure removal). At the time of the report, the pelvic pain, uterine spasm and fallopian tube spasm outcome was unknown. The reporter considered fallopian tube spasm, pelvic pain and uterine spasm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case became incident. Added reporter. Event pelvic pain was updated as serious event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / 8 days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal fusion nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine spasm ("cervix spasms"), fallopian tube spasm ("tubes spasms"), pelvic adhesions ("it was attached to my bladder from adhesions did not know about the adhesion until dr went in") and back pain ("lower back pain like a stabbing pain"). The patient was treated with surgery (laparoscopic essure removal and additional surgery). Essure was removed. At the time of the report, the pelvic pain, uterine spasm, fallopian tube spasm, pelvic adhesions and back pain outcome was unknown. The reporter considered back pain, fallopian tube spasm, pelvic adhesions, pelvic pain and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic adhesions, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. Event added- lower back pain like a stabbing pain. Reporter information added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / 8 days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine spasm ("cervix spasms"), fallopian tube spasm ("tubes spasms") and pelvic adhesions ("it was attached to my bladder from adhesions did not know about the adhesion until dr went in"). The patient was treated with surgery (laproscopic essure removal and additional surgery). Essure was removed. At the time of the report, the pelvic pain, uterine spasm, fallopian tube spasm and pelvic adhesions outcome was unknown. The reporter considered fallopian tube spasm, pelvic adhesions, pelvic pain and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event it was attached to my bladder from adhesions did not know about the adhesion until dr went in added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.